Event description:
It was reported that when using the bd pyxis¿ medstation¿ es t12sw drawer m6 failed with the error message device not detected on bus. All of the cubies within this drawer were also showing as failed with the same error message. The customer attempted to restart the station; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 rails were damaged which caused the user to pull too hard on drawer ending which resulted in breaking the retractor band. A field service engineer replaced slide rails and retractor band to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.